Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display was black and would not illuminate. Customer stated that the pump was dropped. There was no impact to customer's blood glucose level. Reportedly, customer has back up insulin shots for insulin therapy.